Manufacturer narrative:
The reported events of insulation damage, insulation twisted, and undersensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic, undersensing was noted on the right ventricular (rv) lead. A revision procedure was performed and insulation damage and twisting of the lead were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.